Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient saw a 1707/coupling issues error. The patient reported seeing a recharger not found message. The following troubleshooting steps were performed; located the ins by looking for incision and/or palpating the ins, repositioned the recharger, reset the recharger. The troubleshooting steps that were taken on the call resolved the issue. There were no patient complications reported as a result of this event. Additional information was received from the patient. They reported that they are not certain that they were actually charging the ins successfully. The patient was not able to communicate to the ins using the micro mytherapy application and encountering device not responding message. Patient services reviewed how to start ins charging session and patient described seeing open loop charging/recovery mode. Patient services reviewed expectations regarding discharged ins and how long it may take to get to closed loop charging. Patient services reviewed that the patient will need to clear a por message one their micro mytherapy application after they finish charging the ins. The next day, a manufacturing representative called in stating that the patient has a faulty recharger. The device would not progress past the open loop charging function. The caller stated that the recharger displays the numbers on the screen which fluctuate from 8 to 4 to 8. The patient charges for an hour and it never goes past the red bar battery level or comes out of open loop charging. The patient indicated that they have never gotten the recharger to progress past the open loop charging screens and the rep indicated that would have occurred for the first time sometime in (B)(6) 2021, a couple weeks after implant. The caller indicated that the ins had been dead for a week. The issue was not resolved through troubleshooting. Technical services sent request to replace the patient's recharger. Additional information was received from a manufacturer representative (rep). The rep reported that they were able to meet with the patient in person on (B)(6) 2021 and they were able to fix all the issues. They reported that the recharger replacement resolved the reported issues. They met with the patient and was able to connect their recharger and recharge their ins for them. They followed up with the patient the day of the report and they were very happy. They were experiencing better than 50% improvement from baseline symptoms and they felt more comfortable on the recharging and connecting their communicator process. They attributed the reported issues to likely be a recharger issue. The patient was successfully able to charge their implant. The implant depth was noted to be 1/2 inch and it was located in their right buttock. Additional information was received from the patient on (B)(6) 2021. The called back and repeated a continuation of the previously reported event. They said it hadn't worked properly and confirmed they were referring to persistent charging issues. They said they were able to connect to charge for like 2 seconds, then they would lose connection, so they were unable to charge their ins. They stated they met with the rep for troubleshooting and they were eventually able to connect to charge after a long time of resetting the recharger. They stated they were able to charge their ins to 70%, but never charged it the remaining 30% when they got home. They stated since then they had not been able to recharge. The patient palpated the ins on the call and stated they can't really feel the ins well. They stated they thought the ins was in a different location and stated when palpating the right side where the patient was told the ins was located they were feeling a slight bump. The positioned the recharg ER over a thin layer of clothing where they thought the ins was located and initially connected to charge, but then lost connection. They were holding the recharger over the ins while sitting. Best practices were reviewed. The patient crossed their leg on side of implant over other leg and repositioned the recharger on the ins, they reported they were not able to connect and they were getting 1707 service code. When pressing the recharger tightly against the ins they were able to connect briefly, then lost connection again. They stated once they connected initially they were usually unable to connect a second time unless they closed out of the app and turned of the device and tried again. Patient confirmed the communicator was off, they were going to coordinate an hcp appointment for in person troubleshooting.